Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, add gel / replace belt messages, and check therapy pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the white (lead 1-) wire in the ECG "c&d" cable was severed close to connector for j504. The root cause for the severed wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages, add gel / replace belt messages, and check therapy pad messages.